Event description:
On 12-nov-2020, intuitive surgical, inc. (Isi) received [mw5095588] stating: the tips on this force bipolar intuitive instrument do not close properly and the tips are offcenter. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue was identified during the procedure. No fragment fell into the patient. The operating room (or) staff used a backup instrument. The procedure was completed robotically with no injury to the patient. No patient related information is available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the force bipolar instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.